Manufacturer narrative:
The pod was received with the top cover partially open with a pry mark towards the back corner and the piezo springs were missing. It could not be determined if the springs were removed post-use and therefore we are unable to investigate how the device was functioning. The pod was tested with new springs and functioned properly. The pod's data was parsed and found that none of the following occurred while the pod was in-use: pulse width timeouts, rotational sensor errors, occlusions, internal leakage or kinks. The insertion mechanism deployed as intended. No device malfunction was found to have occurred, however, due to receiving the pod with a missing component we are unable to fully evaluate how the device performed during use and therefore cannot draw any conclusion. The omnipod's user guide has a section that advises users on electromagnetic compatibility and states the following: "care should be taken if the omnipod system is used adjacent to other electrical equipment; if adjacent use is inevitable, such as in work environments, the omnipod system should be observed to verify normal operation in this setting. The omnipod system communicates by low level rf energy. As with all rf receivers, the potential for disturbance exists, even with equipment that complies with (B)(6) requirements. The omnipod system communicates with the following characteristics: frequency: 13.56 mhz, ask modulation, with an effective radiated power of 16mw. The omnipod system greatly exceeds the immunity requirements of the general standard for electromagnetic compatibility, (B)(4)." To avoid hyperglycemia, the user guide advises that customers "check blood glucose at least 4 to 6 times a day." Lot qualification records were reviewed and found to have met all acceptance criteria.

Event description:
A customer reported that while at work he's around "a lot of machinery and computers" which produces "electromagnetic static," and as a result "there's this one site that glitches." He had a bg of 430 mg/dl so he went to the emergency room "to make sure he was okay." He had blood work and urine samples taken. No mention of any diagnosis or treatment provided. The customer could not access his bg/insulin history. The pod will be returned for evaluation.